Event description:
After ivus was conducted, a 2.5 x 15mm firestar was delivered to the target lesion for pre-dilation. However, while the firestar was being inflated, the balloon ruptured at 5-6 atm. A different balloon (hiryu) was used instead and the procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis because of the pt's infectious disease. The target lesion was the mid right coronary artery (mid-rca/aha2). It was unk if the lesion was a de novo or not, but was moderately calcified and slightly tortuous with 90% stenosis.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.